Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 309 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques, overfilled the cartridge, and loaded cold insulin into the cartridge. Troubleshooting was performed and the issue was verified; however, customer declined to load a new cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.